Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s heart transplant could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the device explant could not be conclusively established. Multiple requests for additional information regarding the event; however, the account communicated that no further information would be provided due to patient privacy laws. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022. There were no device issues noted at the time of the outcome. The device operated as expected. Due to privacy laws, no further information was provided.